Manufacturer narrative:
Lead was found to have a fractured rv coil. The pace/sense portion and rv coil were capped. The svc coil was plugged into the svc port and remains active. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead fracture reported on home monitoring and confirmed in clinic. Pace/sense portion of lead was capped-svc coil tested ok and remained active. Should additional information become available, this file will be updated.